Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2010. The patient's anatomical form was not suitable for endovascular repair because the patient proximal neck was reverse funnel shaped. (24 mm - 31 mm). The physician placed the main body at just below the right renal artery. During the procedure, the physician confirmed the blood flow at the right renal artery. However, the physician did final angiography and recognized the right renal artery was occluded. So the physician placed another manufacturer's genesis stent at the right renal artery and he confirmed the blood flow was resolved. No patient problems were reported after the procedure.

Manufacturer narrative:
Occlusion is labeled in the IFU. No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, correct product sizing instructions, and the proper deployment sequence. Specific to this case the instructions for use for the main body graft state: "inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications." The main body IFU also provides detailed instruction on proper placement of the suprarenal stent in order to maintain patency of renal arteries, the proper deployment sequence for releasing the top cap, and deployment of contralateral and ipsilateral legs, and provides guidelines for proper anatomical requirements. In addition, the IFU provides instructions on performing angiography prior to top stent deployment to verify the position of the graft with respect to the renal arteries. Stating: "if necessary, carefully reposition the covered portion of the endovascular graft with respect to the renal arteries. (Repositioning can only take place over a small range of distance at this stage.)" The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description. The patient's neck appeared to be reverse funnel shape, which is warned against in the IFU. It appears that the physician covered the renal artery with the stent graft during deployment. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified. No further risk reduction activities are required, the risks remain at an acceptable level.